Event description:
Customer reported hospitalization due to high blood glucose levels and diabetic ketoacidosis. Customer's blood glucose level at the time of the hospitalization was 524 mg/dl. Customer was treated with insulin drips at the hospital. Customer also stated that they had multiple error messages on the insulin pump along with an alarm during manual prime. Customer's mother stated that the cannula was not bent and the site looked fine per doctor. No further information reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.